Manufacturer narrative:
Update to h6. Correction to b1. The device was returned to olympus for inspection, and the following reportable malfunction was identified: detachment of the bending section. The reported issue of detachment was confirmed. The device was received with a piece missing from the insertion tube/bending section, but the specific missing piece found in the patient¿s trachea was not returned for further identification. However, a photograph confirmed the bending cover glue/a-rubber glue was missing from the insertion tube side. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the detachment is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a therapeutic toupet funduplication, the sheath of the tracheal intubation videoscope tore and fell into the patient¿s trachea. The piece was retrieved with suction.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct coding. If additional information becomes available, or upon the completed investigation, an emdr supplement will be submitted.

Event description:
No additional information was received from the customer.